Manufacturer narrative:
Device evaluated by MFR: the device was returned loosely coiled outside of a carrier hoop. A guidewire was passed through the entire length of the catheter, no blockages or occlusions were noted. The entire length of the device including the hub and shaft was inspected for any fm or defects. A break in the nitinol shaft was seen 126.5cm from base of the strain relief. This break exposed 0.8cm of inner braid, followed by 1.5cm of elongated nitinol. A microscopic examination of the exposed lumen and the nitinol break was carried out, no tears or holes in the exposed liner were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. During preparation, the physician noticed the tip of the direxion hi-flo microcatheter detached. The inner lumen was intact, but stretched. There were no patient complications and the procedure was completed with another of the same device.

Event description:
It was reported that tip detachment occurred. During preparation, the physician noticed the tip of the direxion hi-flo microcatheter detached. The inner lumen was intact, but stretched. There were no patient complications and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).